Event description:
It was reported that the implant at tooth site 26 fractured and had to be removed. Bone loss was also reported. Site was grafted after implant explantation and patient will have to return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided (B)(6). G4: premarket identification: k011245/k002188.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Fracture identified at the implant's collar. Bone loss is a medical condition and is non-verifiable with the information provided. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 63446138. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63446138 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant & bone loss. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Refer to attached summary investigation for bone loss. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. Bone loss is a medical condition and is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.